Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was 50-59 mg/dl. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue could not be verified. Based on the analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified.